Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer reports that the label is missing. The following information was provided by the initial reporter. The customer stated: ppt tube without label.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. No issues were observed relating to missing label as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer reports that the label is missing. The following information was provided by the initial reporter. The customer stated: ppt tube without label.